Event description:
It was reported that the pump was refilled and the dose decreased from 640mcg/day to 576mcg/day. The next day, a pump memory error was noted and the low reservoir alarm was sounding though telemetry noted a reservoir volume of 17.7ml and a low reservoir alarm volume of 2.0ml. The alarms were cleared. The pump was reprogrammed. The pump contained baclofen 2000mcg/day delivered at 576mcg/day at the time of the event. Per the reporter, the patient did not experience any symptoms due to this issue. "The patient to my knowledge is doing fine." Review of the telemetry strips by the manufacturer revealed that the pme may have been the result of emi that occurred at some point with the start/stop of the programmed alarm test.

Manufacturer narrative:
(B)(4).